Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 control panel mast double roller pump . The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the display of the s5 control panel mrp became unresponsive during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced the faulty touch screen. A test run was successfully performed and the unit was released to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the display of the s5 control panel mrp became unresponsive during priming. There was no patient involvement.